Event description:
It was reported via medwatch report #(B)(4) that as a result of having the product implanted, the pt has experienced headaches, rapid heartbeat and feelings of weakness.

Manufacturer narrative:
The device the remains implanted. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "observed adverse events: the (B)(4) clinical trial involved 374 tegress implant treatment injections in 174 subjects (mean f/u of approx 14 months). There were no deaths among study pts. The following table lists the treatment related adverse events reported during the clinical study (incidence (B)(4)). Treatment related events are those events that were deemed to be related to either the device or the procedure. All genitourinary events were classified as treatment related. Number (%) subjects reporting treatment related adverse events; event category tegress implant (n=174): urinary tract infection (uti) (B)(4), delayed voiding (B)(4), dysuria (B)(4), exposed material (B)(4), urinary urgency (B)(4), urinary frequency (B)(4), genitourinary (infection, tenderness) (B)(4), hematuria (B)(4), urge incontinence (B)(4), worsening of incontinence (onset of urge) (B)(4), outlet obstruction (B)(4), pain at injection site (B)(4), pelvic pain (B)(4), yeast infection (B)(4), leakage of urine/stress incontinence (B)(4), bulking material injected into bladder (B)(4), fatigue (B)(4), abnormal urinalysis (B)(4), bladder fullness (B)(4), nocturia (B)(4), pelvic heaviness (B)(4), uterine fibroids (B)(4), other (B)(4)). Of the treatment related adverse events, (B)(4) were classified as mild, (B)(4) were classified as moderate, and (B)(4) were classified as severe. The severe treatment related adverse events included: bladder spasms, bladder stones, bulking material injected into the bladder, delayed voiding, exposed bulking material, hematuria, pelvic pain, urge incontinence, and urinary frequency. The clinical study consisted of a pilot or feasibility phase (n=28), followed by the expanded study phase (n=146). There was higher overall rate of genitourinary adverse events in the feasibility phase of the study than in the expanded phase. In particular, the rate of "exposed material" was higher ((B)(4)). This reduction in the rate of exposed material was achieved as a result of modifications to the tegress implant injection instructions and investigator training. During the course of the clinical investigation (both study phases), (B)(4) receiving tegress urethral implant treatment experienced exposed bulking material in the urethral mucosa. Pts experiencing exposed material often reported other events, particularly dysuria, delayed voiding, urinary tract infection, hematuria, urinary frequency, and urinary urgency. Exposed tegress implant material was associated with shallow placement and injection too proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. The physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The majority of pts were injected via the transurethral approach, while a small proportion of pts were injected periurethrally. There were significantly more adverse events among tegress implant pts treated periurethrally; as a result, the tegress urethral implant instructions for use are limited to transurethral administration. Potential adverse events: although not reported in the clinical study, other potential adverse events which may occur include erosion, erythema, embolic phenomena, and vascular occlusion." (B)(4).